Event description:
It was reported that during an unknown procedure, the device misfired, wouldn't release and almost hit the cecum. No other information was available. There were no adverse consequences for the patient. Ees contact spoke with contact at the account, she could not provide any additional information. Per the contact, the only information she has is that the device misfired. When mentioned additional questions regarding the event, the contact indicated that the information is unknown.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that the ats45 device was received with the firing mechanism damaged as the firing trigger was jammed halfway. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.